Manufacturer narrative:
The lead remains in service. Should additional information become available, this report would be updated.

Event description:
One month later new information was received indicating the impedances were previously low, less than 100 ohms. False mode switches were also noted. Impedances are within normal range in both polarities today. Technical services discussed possible issues with the lead and recommended programming changes for system optimization. Again, no adverse patient effects reported.

Event description:
Boston scientific received information that the lead safety switch tripped on this atrial lead. It was noted that impedances measurements had previously been 950-1000 ohms and dropped to the 700's two months ago. Sensing and threshold measurements were normal. The switch was reset and the physician will follow up with the patient again in one month. No adverse patient effects were reported.